Manufacturer narrative:
Cynosure clinical reached out to site for additional information. Cynosure clinical confirmed no injuries had occurred. Cynosure field service engineer (fse) arrived on site to evaluate the device. Fse confirmed the incident was caused by the foot switch cable being stepped on. The device history record was also reviewed and confirmed passing and meeting all requirements prior to release. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported apogee+ laser shot out without operator pressing the foot pedal.